Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt states he needs his system adjusted as the device is not helping him. Pt states shocking him on left side, confirmed too strong of stim for tingling on left side. Pt states he needs stim in the center of back and spine. Pt states he did adjust with his controller however that is not enough. Pt states he has an appt april 13. The patient was redirected to their healthcare provider to further address the issue. Caller was redirected to the healthcare provider (hcp).